Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient ipg required frequent charging, and the ipg would not hold the charge at all. As a result patient underwent surgical intervention where in the ipg was explanted and replaced. Issue resolved post-operatively.